Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 96 mcg/day via an implantable pump. On (B)(6) 2020 it was reported that a catheter issue was suspected due to patient complaints. The diagnostics and troubleshooting performed was a failed aspiration, they found the catheter to be occluded. The environmental, external or patient factors that may have led or contributed to the issue was the pediatric, the patient was now an adult, growth and scoliosis may have contributed. The physician does not believe this to be a device related issue, he thinks this is due to patient growth, scar tissue and spinal anatomy causing catheter to occlude at some point during the delivery path. The actions and interventions taken to resolve the issue was total system revision, the original catheter was replaced with a new catheter and aspiration was verified. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, injury and no further complications were reported or anticipated regarding the event.